Event description:
It was reported that the pump shut off unexpectedly. Reportedly, the customer went to the emergency room (ER) with a blood glucose (bg) level of 544 mg/dl. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage. Reportedly, the customer resumed insulin delivery successfully.